Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Possible reason for the issue might be bubbles or foam on sample surface, bubbles or foam on reagent surface, or insufficient preanalytic handling of the sample. Other typical causes for this type of event include issues with sample quality or insufficient maintenance of the analyzer.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable low elecsys free psa immunoassay result for one patient sample. The initial result was 0.015 ng/ml and was reported outside the laboratory. The result was questioned and an aliquot of the same sample was repeated on (B)(6) 2017 with a result of 1.97 ng/ml. The repeat result was believed to be correct and was reported to the patient. There was no allegation of an adverse event. The reagent lot number was 209877. The expiration date was requested but was not provided.